Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the storage condition of the angio-seal device may have contributed to the product degradation of the reported event. The angio-seal device instructions for use (IFU) states the angio-seal should be kept away from sunlight, including uv light. The angio-seal should be stored only at temperatures between 15 degrees celsius and 25 degrees celsius.

Event description:
It was reported that the locator was inserted into the sheath and fed over the wire and into the skin tract. While removing the locator and wire, the sheath broke into many small pieces in the skin tract. The pieces were removed with a hemostat; however, the physician was not able to retrieve all the pieces. The patient was reported in good condition. The sales representative stated that the device was stored in a pyxis storage unit.